Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the knob was abnormal which could indicate a therapy switch malfunction occurred. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.